Manufacturer narrative:
The rt found that the low pressure setting was set incorrectly. The ventilator was tested at the facility and was in working order.

Event description:
It was reported that when the patient becomes disconnected from the ventilator circuit, the ventilator stops blowing air and does not alarm. No patient harm reported. The original rt swapped out the ventilator for a new one and brought it back to their shop for testing.